Event description:
Legal counsel for patient reported that patient underwent an oss procedure on an unknown date. Patient's legal counsel reports patient allegations of pain and loss of range of motion. Legal counsel for the patient alleges the patient has undergone multiple revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Type of the device - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date - unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Although part/lot information was not provided, the brand name of the device is known. As a result, this follow-up report is being filed to relay a correction for the following: device name, device product code.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent an oss procedure on an unknown date. Patient's legal counsel reports patient allegations of pain and loss of range of motion. Legal counsel for the patient alleges the patient has undergone multiple revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent an oss procedure on (B)(6) 2008. Subsequently, revision operative report noted patient underwent a left knee revision procedure on (B)(6) 2011 due to trauma and a fractured custom component. Operative report noted the presence of fluid and a fractured custom adapter. Adapter was removed and replaced. Additional information received in maude report dated february 23, 2015 noted that patient's prosthesis fractured into two pieces without any associated trauma; it occurred while the patient was walking. A custom implant was manufactured by biomet for the revision procedure in (B)(6) 2011. Patient reports having lost a large range of motion since the revision and is experiencing difficulty walking.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions" and "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
Legal counsel for patient reported that patient underwent an oss procedure on an unknown date. Patient's legal counsel reports patient allegations of pain and loss of range of motion. Legal counsel for the patient alleges the patient has undergone multiple revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent an oss procedure on (B)(6) 2008. Subsequently, revision operative report noted patient underwent a left knee revision procedure on (B)(6) 2011 due to trauma and a fractured custom component. Operative report noted the presence of fluid and a fractured custom adapter. Adapter was removed and replaced.